Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). The 4.0 x 20mm liberte bare mr stent delivery system was advanced, but was unable to cross the lesion. When the stent was examined it was noted that the stent was damaged "lifted up." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). The 4.0 x 20mm liberte bare mr stent delivery system was advanced, but was unable to cross the lesion. When the stent was examined, it was noted that the stent was damaged "lifted up". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte-veriflex stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were three stent struts stretched and bent in the first proximal row. The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).